Event description:
The customer contacted baxter's technical service center (tsc) regarding a over prime which occurred on the homechoice (hc) during use. The caregiver (cg) was requesting assistance in repriming the patient line. The cg states patient line over flowed a little bit with solution. The home patient (hp) was connected and started therapy. There was patient involvement. Product surveillance contacted the caregiver (cg) on (B)(6) 2011 regarding the over prime. The cg stated that the patient line was not primed completely and the cg had called in for assistance. The cg said he was walked through on how to reprime the line and said that the patient line had over filled. The cg said that the patient line was still in the organizer and was at the appropriate height. The cg did not know why the line over primed. The cg said the home patient continued therapy using the same supplies. Per cg, the home patient did not receive any injury or medical intervention as a result of this incident. The cg stated that the home patient was doing fine and continuing therapy without issues. The cg stated that he had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the home patient's dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This complaint for an overprime was not confirmed in the lab due to unavailable sample. Root cause was undetermined. A batch review was not performed since lot number was not available. No user error was suspected therefore no label review was performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.